Manufacturer narrative:
The insulin pump alarmed during basic test due to loose protruded drive support disk and unable to perform basic occlusion, prime, excessive no delivery test due to a33 alarm. No motor error alarm noted during our testing and the motor was tested outside the device and passed motor test. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 15.3mmol/l. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 15.3mmol/l. The customer reported the drive support cap is sticking. The customer was advised that the pump will be replaced due to motor error and loose drive support cap issues.